Event description:
The account alleges that the bed has exposed wires, however, no other details have been provided.

Manufacturer narrative:
Hill-rom has not received information from the technician regarding resolution of this issue. Therefore, no statement can be made as to whether or not the issue has been corrected as of this report. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.